Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed a portion of the septum, an internal rubber component of the seal, had fragmented. The missing portion was returned to applied medical. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of instruments (such as the extraction bag) through the trocar. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lap appendectomy. Event description: the trocar crumbled as the appendix extraction bag passed. The fragments were taken out of the abdomen by the surgeon during the surgery. Additional information received from applied medical territory manager via email on 22sep2021: date of event: (B)(6) 2021. Type of intervention: the fragments were taken out of the abdomen by the surgeon during surgery. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap appendectomy. Event description: the trocar crumbled as the appendix extraction bag passed. The fragments were taken out of the abdomen by the surgeon during the surgery. Additional information received from applied medical territory manager via email on 22sep2021: date of event: (B)(6) 2021 or "(B)(6) 2021". Type of intervention: the fragments were taken out of the abdomen by the surgeon during surgery. Patient status: patient is fine.